Event description:
It was reported that during preparation for a coronary intervention, a stent damage occurred. A 20x3.50mm promus element plus drug eluting stent was chosen to treat the target lesion. Upon opening the device package, it was noted that the stent was mangled at the end. The procedure was completed with a non bsc device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary intervention, a stent damage occurred. A 20x3.50mm promus element plus drug eluting stent was chosen to treat the target lesion. Upon opening the device package, it was noted that the stent was mangled at the end. The procedure was completed with a non bsc device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination of this device noted that this device had been prepped for use. The device was returned with the guidewire still inserted in the lumen of the stent delivery system. Visual examination of the stent revealed that it was severely damaged, as the profile appeared to be severely bunched at one end. The shaft polymer extrusion was severely damaged, as approximately 12mm in total of the profile of both the inner and outer lumen had 'accordioned'/kinked just proximal to the proximal edge of the balloon and stent. All attempts to remove the guidewire failed and it appeared to be stuck within the lumen of the device due to the damage present. This damage is consistent with a restriction occurring during either insertion or withdrawal of the guidewire. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.